Event description:
The customer reported the injector plunger overrode and ripped off the trailing haptic of the aa4203tf silicone single piece lens as it was inserted. The incision was enlarged, the lens was removed and the back up lens was implanted without further incident. The reporter stated they are a new user of this toric lens, so the event was likely due to a loading error.

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, plunger overrode the injector causing the trailing haptic to tear during insertion. Incision was enlarged for removal of damaged lens. Replacement lens was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the most likely cause of the event was user error during loading. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned lens showed a haptic and a piece of the optic was torn off and there was a reddish residue on the surface of the lens. (B)(4).